Event description:
C-cc-pc - pacing dificulties; it was reported that the catheter was unable to pace from the beginning. There were no patient complications.

Manufacturer narrative:
Customer report was confirmed. The catheter was found to have a short condition between the distal and proximal electrodes. An x-ray was taken of the catheter tip area and there were no open or breaks in the wires observed, but there was several kinks in the lead wire indicating the catheter body had been stretched. The stretched condition was confirmed by measuring the length of the catheter between the depth markers. The catheter is 5mm longer between the 10cm, 20cm and 30cm markers. The balloon was removed from the catheter and the short condition was observed where the proximal pacing lead wire exits the catheter tube under the balloon. The insulation is removed from both proximal and distal lead wires during manufacturing to allow the wires to be soldered to the electrodes. The two wires are touching inside the lumen, where the insulation has been removed creating the short condition.